Event description:
It was reported that upon extraction of the left ventricular (lv) lead, it was found that insulation abrasion was identified. The lv lead was replaced. The patient was stable.

Manufacturer narrative:
The reported event of insulation abrasion was not confirmed. As received, a partial lead (only connector portion) was returned in one piece for analysis. Final analysis did not find any anomalies except for procedural damage.